Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, during needle deployment, resistance was noted. The needle could not puncture the artery. A starclose se device was used to achieve hemostasis. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole monofilament was returned loose and there was a knot formed approximately 13 inches from the rail end. This is an indication that the needle deployment and suture retrieval were successful, contradicting the reported product experience. Since only the body and the monofilament of the device were returned, the scope of this investigation was limited. The reported event of difficulty to deploy the plunger could not be verified or confirmed. The probable causes for the suture pulling out of the artery are not enough tissue was captured, device was deployed outside the artery, or the operator applied excessive pressure on the suture while attempting to advance the knot. Therefore, the probable cause for the suture pulling out of the artery is related to the operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A review of complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.